Event description:
It was reported while using bd ultra-fine¿ mini pen needles 5mm x 31g that pen needle gave issue removing from pen. The following information was provided by the initial reporter: consumer reported found 3 pen needles to give issues removing from forteo pen.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for evalution?: yes. D.9. Returned to manufacturer on: 01-aug-2022 h.6. Investigation summary: customer returned 2 used 4mm, 32 gauge nano pen needles. Both of the pen needles did not feature any damage beyond a bent cannula, which may have occurred during use. Both pen needles could be attached to a test pen as well as removed from the test pen without issue. The pen needles returned functioned as intended. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of the pen needles not detaching as intended. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd ultra-fine¿ mini pen needles 5mm x 31g that pen needle gave issue removing from pen. The following information was provided by the initial reporter: consumer reported found 3 pen needles to give issues removing from forteo pen.